Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): no pt impact reported (no known impact or consequence to pt). Product problem(s): "service requested message" (device displays error message). The customer reported the system fired approx 60 laser shots prior to displaying a system message. The customer had an add'l case scheduled that had to be cancelled/postponed. Multiple calls have been made attempting to retrieve add'l info but to date have received no response.